Manufacturer narrative:
Olympus medical systems corp (omsc) was informed that during unspecified procedure the needle could not project out from the sheath. The doctor used 2 devices from the same pack but both failed in the same way. The doctor completed the procedure with a similar device. There was no report of pt injury regarding this event.

Event description:
Olympus medical systems (omsc) was informed that during unspecified procedure the needle could not project out from the sheath. The doctor used 2 devices from the same pack but also failed in the same way. The doctor completed the procedure with a similar device. There was no report of pt injury regarding this event.